Event description:
It was reported that the spectra penile prosthesis was removed due to erosion at the cylinder location. A new spectra device was implanted to complete the procedure. There were no further patient complications reported in relation to this event.

Manufacturer narrative:
Corrected: common device name from penile prosthesis to device, impotence, mechanical/hydraulic. Product code (FDA) from fae to fhw.

Manufacturer narrative:
Updated from ams spectra concealable penile prosthesis to ams dynaflex self contained penile prosthesis. Additional information received that indicates the complaint device was a dynaflex penile prosthesis and not a spectra. Dynaflex qualifies for exemption (B)(4).